Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/31/96 at a retail vendor. She sought medical treatment on 9/11/96 for embedment of the earring at the ear piercing sight. Ear was healing fine until roommate bumped it causing it to swell and bleed. Site was drained due to infection, and injectable antibiotics given.